Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements and dislodgement. The physician tried to reposition the lead; however, high pacing threshold measurements were still observed. Consequently, the lead was explanted and was replaced with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed setscrew marks on the terminal pin and drag marks on the terminal ring. Tests to assess conductor continuity and insulation integrity were performed. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.